Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the clinic on (B)(6) 2015 and a pump stop was noted during review of the history log. The patient did not recall hearing any alarms. The patient stated he may have heard a brief alarm while changing out the batteries, but wasn¿t able to see what kind of alarm it was. A few low voltage advisories were also noted. The patient was not symptomatic. The manufacturer's technical services reviewed the submitted log file which confirmed a low speed event followed by two additional low speed events 12 minutes and then 13 minutes later with a momentary pump stoppage. The remainder of the parameters throughout the log file were normal. On (B)(6) 2015, technical services reviewed a newly submitted log file where multiple low speed and pump stoppage events were confirmed. On (B)(6) 2015, technical services conducted an evaluation of the percutaneous lead and a percutaneous lead replacement was performed. The replacement did not resolve the alarms. The customer requested an ungrounded patient cable to be used with the power module while they are deciding the next course of action for the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from user facility stating:event desc: on (B)(6) 2015, patient reported that while he was on batteries he felt the pump slowing down. He did not see any visual alarms, but only heard the audio alarm. He immediately checked all of his connections including the driveline and both battery connections, and then checked battery life on both batteries which were adequate. He then proceeded to call the vad coordinator and was instructed to change out the controller. The alarm then resolved after the controller change out. On (B)(6) 2015 around 0300, while he was asleep and on the power module, he was awoken by the feeling of the pump slowing down again and noticed the alarm going off. It later happened again around 0400 which he then called vad coordinator and was instructed to immediately come to the ER. While reviewing the history, two pump stoppages (pump speed was zero) were noted at the times he identified. The patient was then admitted to the ICU where he was placed on ECMO standby and an engineer from thoratec came todo an external replacement of the driveline. This was done without incident. To confirm that the driveline repair fixed the problem, the patient was placed onto the power module where the patient had another pump stoppage. It was then determined that there was an internal driveline fault. The patient remained on batteries to prevent a "short to shield" and was changed to the pocket controller. On the morning of (B)(6), patient had "red heart: alarm," was symptomatic with chest pain and dizziness. This resolved shortly after. He was then immediately transferred to the ICU. However, during transport with vad coordinator, while he was repositioning himself he could feel the pump slowing down and there was another alarm. Patient was instructed to stay on strict bedrest with minimal movement. The pump slowing down happened again during repositioning while in the ICU which was witnessed by a physician. He was then emergently taken to the or for a heartmate ii pump exchange.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 7 years, 4 months. The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.